Manufacturer narrative:
The valve was reportedly explanted due to stenosis. Morphological and histopathological examination found circumferential fibrous pannus ingrowth narrowing the inflow diameter. All three leaflets contained tears along the base with a thin layer of fibrosis over the torn edge of leaflet 1 and a denatured appearance to the collagen fibers in a tear in leaflet 3. No calcifications or acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. In the absence of any calcification or evidence of infection, the leaflet tears are consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed mild loss of collagen at one of the tear sites, which could have contributed to the tear. Furthermore, the pannus noted on the inflow surface had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The noted narrowing of the inflow diameter due to the circumferential pannus ingrowth is consistent with the reported stenosis.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 27mm trifecta valve was implanted. The patient presented with shortness of breath and on (B)(6) 2020, the valve was explanted due to early stenosis and a 27mm perimount valve was implanted. The patient was reported to be in stable condition.